Event description:
On march 28, 2008, a medwatch report was received from the account stating: "polyloop inserted down scope and would not open properly. The device malfunctioned and it could not be released. Polyloop finally popped open, appeared to have a tip or cap on the end of it. Loop would not deploy. Removed from scope and discarded. Polyp injected with 1cc epinephrine and saline due to hematoma. Pt remained stable and now needs to come back for polyp removal." The user facility was contacted for additional info regarding the event. The facility reported that the pt was seen for colon screening. During the examination, three polyps were observed in the sigmoid colon. The physician elected to perform a polypectomy with the use of a polyloop (subject device of this report-model unk) however, the polyloop did not open immediately when manipulated into the scope. The facility further reported that when the polyploop was eventually opened, it could not be deployed. The polyloop was then withdrawn from the colonoscope (model/serial number unk). A hematoma and bleeding around the polyp site was observed. The bleeding was stopped after injecting epinephrine into the bleeding site. The pt was released from the facility the same day, but was rescheduled for a polypectomy.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation, as the device was reportedly discarded by the user facility. The cause of the user's experience cannot be determined. This report is being submitted as an MDR in an abundance of caution.